Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the device. It was stated the device generated a result of 718 mg/dl and within 10 mins gave a result of 192 mg/dl so customer took 5 units of insulin as a reuslt. A request was made for the return of the suspect device and replacement product was sent.